Event description:
The customer reports the device failed testing (at 200 joules) twice. It also shows a charge/shock failure therapy pca during runtime in the status log.

Manufacturer narrative:
(B)(4). The customer reports the device failed testing (at 200 joules) twice. It also shows a charge/shock failure therapy pca during runtime in the status log. Philips field service engineer evaluated the device and confirmed the reported problem. The therapy pca was replaced to resolve the problem. The device was put back into service. There was no reported pt involvement. There have been no further calls for this device and problem. We will consider this a malfunction of the therapy pca that caused the device to fail testing at 200 joules and to show a charge/shock failure.